Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54.3 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 24.1 mm in diameter and 18 mm in length. The distal aorta was 31.9 mm in diameter. The left common proximal iliac diameter was 28.8 mm; the left common iliac diameter as 30.4 mm; and the left common distal iliac diameter was 18.3/22.4 mm. The diameter of the left femoral artery was 7.9 mm. It was reported that approximately four months post-implant an occlusion of the left limb was discovered, requiring the physician to perform a femoral-to-femoral bypass. The limb had been patent at the time of the previous CT; however, the device was narrowed at the origin of the external iliac artery. It was also narrowed where the device ended, and it appeared the device ended in a bend. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant showed a 5.5cm max diameter aaa that is filled with thrombus (2.5-3cm diameter flow lumen). The distal aortic diameter is 3.5cm. The left common iliac artery is aneurysmal (3cm diameter) and narrows abruptly to approximately 8mm at the internal iliac. The iliac arteries are mildly tortuous with some calcification present. Cta's 3 weeks post-implant showed that the stent graft was positioned just below the renal arteries. There is thrombus seen lining the bifurcate aortic body. The ipsilateral limb is placed within the left external iliac; crossing the contra limb in the distal aaa sac. The max aaa diameter is 5.5cm, and the lcia aneurysm diameter is 3cm. There appears to be a small amount of thrombus within the distal iliac limb; the iliac stent graft is gradually angulated to 90 degrees and not kinked. The stent graft ID is approximately 8mm at its distal end, and the iliac artery diameter just distal to the stent graft is also 8mm. Images of the reported left limb occlusion seen at 4 months were not returned for review. The cause of the occlusion could not be determined.

Manufacturer narrative:
(B)(4). Methods: film. Results: stent graft occlusion. Insufficient information; cause is unknown. Conclusions: stent graft occlusion. Insufficient information; cause is unknown.